Event description:
The patient had been receiving an intrathecal infusion of dilaudid, bupivicaine, and ketamine for myelopathy/chronic intractable pain. The patient had a 2-3 week history of progressive difficulty walking, numbness in legs and a feeling of weakness in legs. The patient did not have any loss of bladder or bowel control. The patient also has a hypercoagulable state. The patient had an MRI which showed an epidural mass at the t10-11 region with cord compression and cord edema and the catheter was epidural. The patient was prepared for surgery and started on steroids. The patient underwent excision of the mass and removal of the pump and catheter. The mass was adherent to the dura and there was a whitish calcified material around the catheter tip. A drain was left in place. Pathology report was not available. The patient was started on oral narcotics and is stable. In 10/2001, the patient had no problems and was even considering returning to work after yrs of being out of the workforce.